Manufacturer narrative:
An investigation was not possible, because no product was return for investigation. Based on the product documentation, we can exclude a defect at the time of delivery of the progav 2.0 shunt system, our traceability indicates that the valve was in perfect condition. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to adjustment difficulties is only possible by an examination. Finally, we can certify that miethke valves are compatible with MRI devices up to 3 tesla. This means that our valves will not move unintentionally during an MRI examination.

Event description:
It was reported that a progav 2.0 shunt system (#fx441t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system showed adjustment difficulties. The shunt system is still implanted. Gender: female.